Manufacturer narrative:
This report is being supplemented ot provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of the legal manufacturer's investigation, the phenomenon likely occurred due to wear on the video connector receiver, causing the connection with the endoscope to deteriorate and the image stopped coming out. The following verbiage is identified within the instruction manual, which may help prevent the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. When a visera endoscope, oes video connector, or camera head is used, disconnect the video connector from the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and push the locking lever down".

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A worn scope socket was discovered, causing a poor connection and image issues with the scopes. Additionally, cosmetic wear was noted on that housing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center presented a grainy image while in use. There was no patient harm or consequence reported as a result of this event.